Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/31/2016 with the following findings: frequent low battery warnings observed in pump histories. Pump electrical current draws were tested and were within specifications. Battery compartment is cracked alongside of pump and below bumper pad. Corrosion in battery compartment. Pump leaks at battery compartment. Pump opened and no further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage) issue. It was reported that the battery is not lasting as long as the user would expect and that there is damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #2, 24-feb-2017- correction to serial#.